Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 08jan2021. Device was investigated on 04feb2021. There were signs of clinical use on the jaws. Blood and charred tissue was observed on the jaw and heater wire. There were specks of blood observed on the handle. The heater wire was observed to be completely bent and twisted, remaining attached at the base, with disconnection at the tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. A temperature and resistance test could not be performed due to the condition of the bent wire. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent; wire" was confirmed. The lot # 25152997 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires (heater wires) in the jaws came loose. A new kit was opened and the case was finished successfully. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Corrected section: h2- corrected from "response to FDA request" to "correction."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires (heater wires) in the jaws came loose. A new kit was opened and the case was finished successfully. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. .

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires (heater wires) in the jaws came loose. A new kit was opened and the case was finished successfully. The hospital did not report any patient effects.